Event description:
It was reported that asymptomatic patient presented in clinic with non-sustained lead noise. Review of the episodes noted myopotential oversensing. The device was reprogrammed and no further issues were reported.